Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port MRI isp with a catheter in two segments and cath-lock were returned. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter break and the identified naturally worn, material separation, deformation due to compressive stress and dent in material, as a complete circumferential break was noted approximately 1.0mm from the distal end of the cath-lock and the distal segment measured approximately 12.6cm in length and the break on the proximal end appeared to be elliptical in shape. Inconsistency was noted on both edges of the break which appeared granular in one region and smooth/rounded in another. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port device placement, the catheter of the device was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port MRI isp with a catheter in two segments and cath-lock were returned. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter break and the identified naturally worn, material separation, deformation due to compressive stress and dent in material, as a complete circumferential break was noted approximately 1.0mm from the distal end of the cath-lock and the distal segment measured approximately 12.6cm in length and the break on the proximal end appeared to be elliptical in shape. Inconsistency was noted on both edges of the break which appeared granular in one region and smooth/rounded in another. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 04/2023), g3. H11: d4(medical device lot number) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port device placement, the catheter of the device was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in procode and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a port device placement, the catheter of the device was allegedly found to be broken. There was no patient contact.